Event description:
It was reported that the patient heard beeping after a massage therapy visit and sent a transmission via remote monitoring. The transmission revealed a lead integrity alert and oversensing. At surgery the lead had high threshold and no capture. The lead was dislodged and was fractured. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in the helix mechanism and sleevehead.